Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the touchscreen of the suspect ventilator was not responding. The reported issue was resolved by replacing the front panel display. After performing the operation verification procedure (ovp) and extended self test (est), the device was returned to the customer operating to service specifications. The suspect device has not been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the vela ventilator touch screen was not responding. There was no patient involvement associated with the reported event.